Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Corrupted history file alarm on alarm history screen. Corrupted history file due to corrupted history file. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they were attempting to prime the insulin pump and insulin continued to shoot out. Customer did not know blood glucose at the time of the incident. Customer stated the insulin pump continued to squirt out during the manual prime. Customer was disconnected from the device at the time of the incident.  Troubleshooting was performed. Customer stated the top of the reservoir was not wet. Customer was unsure if there was a gap between the piston and reservoir stopper. Further troubleshooting for the prime anomaly was not performed as customer had removed the battery from the device. Customer then mentioned the drive support cap was flush and not recessed into the device.  Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer will be returning the insulin pump for analysis.